Event description:
It was reported that during a pta treatment procedure of the left external iliac artery, the physician experienced balloon catheter removal difficulties. The lesion being treated was reported to be in a tortuous vessel with 80% stenosis. The balloon had been inflated once at 6 atmospheres. When the physician attempted to remove the balloon through the6fr sheath, the balloon material wouldn't rewrap enough to allow removal through the sheath. The balloon catheter and the sheath had to be removed simultaneously. No patient injury or complications were reported. Patient status is reported as 'good'.